Event description:
It was reported that this recently a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted, exhibited high shock pacing impedance measurements. It was also noted that the defibrillation threshold test (dft) failed the conversion. An external shock was delivered and successfully converted. The dft was reprogrammed and failed again and the external shock as well. A third dft was delivered and failed. The external shock converted. The physician decided to remove and replaced the s-ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that this recently a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted, exhibited high shock pacing impedance measurements. It was also noted that the defibrillation threshold test (dft) failed the conversion. An external shock was delivered and successfully converted. The dft was reprogrammed and failed again and the external shock as well. A third dft was delivered and failed. The external shock converted. The physician decided to remove and replaced the s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.